Manufacturer narrative:
Product analysis pli# 40 product ID# 97714 analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. The major component of the white substance is calcium phosphate (confirmed by eds), carbonate might be present and the protein was detected. It is likely the result of calcification occurred on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type lead. Product ID 3708140, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type extension. Product ID 3708140, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type extension. Product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type lead. Product ID 3550-39, serial# unknown, product type accessory. Product ID 3550-39, serial# unknown, product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(6), ubd: 10-jan-2016, UDI#: (B)(4) ; product ID: 3708140, serial/lot #: (B)(6), ubd: 08-dec-2015, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(6), ubd: 10-jan-2016, UDI#: (B)(4); product ID: 3550-39, serial/lot #: unknown, ubd: 10-jan-2016. Product ID: 3550-39, serial/lot #: unknown, ubd: 10-jan-2016. H3: analysis revealed that the lead ((B)(6)) had category 2 mio, and conductor #3 was broken 1.5 cm from the proximal end. The outer insulation breach was cut on the extension (B)(6). There was a breached depression on the extension ((B)(6)). There was white foreign material on the stimulator (nmd712241h) that was not analyzed. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Analysis revealed that there was mio category 1 on the lead ((B)(6)) and broken conductor wires #13, 14, and 15, 16.9 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a white substance was found on the battery. The system was confirmed to be working despite these issues.  The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.